Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, the issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experiences pain and stimulation around ipg site when stimulation is turned up past the comfort level. Surgical intervention may take place to address the issue.